Manufacturer narrative:
The device has been received by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from USA stating that the device has damaged bearings. The device was not being used during surgery. It is not known if injury or medical intervention occurred. There was no add'l info provided.